Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, her blood glucose had lowered to 17 mg/dl and she rushed to the hospital. Customer had changed the infusion set and primed during the night. When she woke up her blood glucose was 333 mg/dl. Customer declined troubleshooting and stated she had to go and will call back. The customer is not returning the device for analysis.